Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated my tube and was sticking out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), swelling ("swelled"), abdominal distension ("bloating"), inflammation ("inflammation") and dysmenorrhoea ("painful period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, swelling, weight increased, abdominal distension, inflammation and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fallopian tube perforation, inflammation, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-fallopian tube perforation, swelling nos,weight gain, bloating, inflammation, painful period. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : reporter information added, event added : swelling nos on 16-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received : reporter information added, event added : weight gain, bloating, inflammation, painful period. On 23-mar-2020: social media: new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated my tube and was sticking out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.